Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a blinking green light and a yellow wrench alarm on the mobile power unit (mpu) (serial number: (B)(6)) was confirmed via product testing at the pleasanton service depot (psd). The mpu was evaluated at the psd. The mpu was connected to power and did not power on as intended. The issue was traced to the power supply assembly, which was replaced. After the replacement, the mpu passed all functional testing and was returned to the customer. The replaced power supply assembly was returned to the product performance engineering group for further analysis. The assembly was connected to a known working test fixture, and the reported issue was unable to be reproduced, however, a capacitor was noted to be compromised. The root cause of the reported event was determined to be that a capacitor component on the power supply pcba (printed circuit board assembly) was nonconforming. A supplier corrective action request (scar) was extended to the supplier of the power supply pcba. Additionally, abbott has initiated a corrective and preventative action (CAPA) to further address the observed issue. The device history records were reviewed, and the records revealed the mobile power unit (serial #20302253) was manufactured in accordance with manufacturing and quality assurance specifications. The mpu was shipped to the customer on (B)(6) 2024. Heartmate 3 patient handbook, rev. D section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU), rev. C section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including no external power) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev. C section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook, rev. D section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook, rev. D section 6 ¿caring for the equipment¿ and heartmate 3 IFU, rev. C section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook, rev. D section 10 ¿safety checklists¿ and heartmate 3 IFU, rev. C section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook, rev. D cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Corrected data; section h6: medical device problem code corrected. Section h8 corrected. Manufacturer¿s investigation conclusion: the reported event of a blinking green light and a yellow wrench alarm on the mobile power unit (mpu) (serial number: (B)(6) was confirmed via product testing at the pleasanton service depot (psd). The mpu was evaluated at the psd. The mpu was connected to power and did not power on as intended. The issue was traced to the power supply assembly, which was replaced. After the replacement, the mpu passed all functional testing and was returned to the customer. The replaced power supply assembly was returned to the product performance engineering group for further analysis. The assembly was connected to a known working test fixture, and the reported issue was unable to be reproduced, however, a capacitor was noted to be compromised. This is a known issue that would cause the reported event. The root cause of the reported event was determined to be due to a compromised capacitor on the mpu¿s power supply assembly. A manufacturing task has been opened to further investigate this issue. The device history records were reviewed, and the records revealed the mobile power unit (serial # (B)(6) was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2024. Heartmate 3 instructions for use, rev. C section 7 ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 instructions for use, rev. C section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 left ventricular assist device, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a- patient information not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient experienced a green blinking light x 1 occurrence on their mobile power unit (mpu). The issue resolved and the patient was told to monitor for any further occurrences. Then 5 days later the same issue happened again associated with yellow wrench. They brought the mpu into office on (B)(6)2024 and the self-test did not initiate when plugged into the outlet, followed by green blinking light and yellow wrench. A loaner mpu was provided.